Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, auto mode switch episodes was observed. Upon review of the session records, it was observed that the episode occurred during a capture threshold test. This was likely due to oversensing far field r-wave signals of the backup pulses. Programming changes were mentioned but it was recommended not to perform the change. No symptoms were reported and patient will continue to be monitored. No further information is available.